Manufacturer narrative:
The report of an unintended rate change was not definitively confirmed, however appears to be due to user programming. Log analysis results: the syringe module event log shows syringe module s/n (B)(6) was programmed to infuse at a rate of 0.1ml/hr with a vtbi of 44.9917ml using a 50ml terumo syringe with 50.3509ml detected at 6:46 am on (B)(6) 2020. The event description stated that ¿a "sudden fluctuation" was observed while the norepinephrine was infusing at its ordered rate of 0.1 mcg/kg/min. The rate changed without any manipulation to the pump.¿ the syringe module log shows that after the infusion was initiated, the rate was changed multiple times prior to the device being channeled off at 1:36 pm. The pcu event log and customer dataset were not received for investigation and due to this, the specific programming could not be determined, and it is unknown if the rates changes were due to changes made to the rate or changes made to the dose. The root cause of the reported unintended rate change was not identified, however appears to be due to user programming. A review of the device history record showed the device had a manufacture date of 13 august 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for syringe module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the syringe module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an unintended rate change observed during a syringe pump infusion. The incident occurred in the cardiac operating room during an administration of norepinephrine, 4 mg (4ml) in 40 ml and 10 ml normal saline. The total volume of medication was 50 ml, administered in a 60 ml rami syringe. It was reported that a "sudden fluctuation" was observed while the norepinephrine was infusing at it's ordered rate of 0.1 mcg/kg/min. The rate changed without any manipulation to the pump. The norepinephrine was programmed as a "basic configuration" and not programmed using the drug library. As result of the unintended rate change, the patient's systolic blood pressure increased from 90 mmhg to 180 mmhg. Remifentanil, 5 mg in 50 ml was administered at a starting dose of 0.1 mcg/kg/min to treat the hypertensive episode. Although requested, no patient information was provided.

Event description:
It was reported that there was an unintended rate change observed during a syringe pump infusion. The incident occurred in the cardiac operating room during an administration of norepinephrine, 4 mg (4ml) in 40 ml and 10 ml normal saline. The total volume of medication was 50 ml, administered in a 60 ml rami syringe. It was reported that a "sudden fluctuation" was observed while the norepinephrine was infusing at it's ordered rate of 0.1 mcg/kg/min. The rate changed without any manipulation to the pump. The norepinephrine was programmed as a "basic configuration" and not programmed using the drug library. As result of the unintended rate change, the patient's systolic blood pressure increased from 90 mmhg to 180 mmhg. Remifentanil, 5 mg in 50 ml was administered at a starting dose of 0.1 mcg/kg/min to treat the hypertensive episode. Although requested, no patient information was provided.

Manufacturer narrative:
Revision of b5.

Manufacturer narrative:
Concomitant medical products: 60ml (rami) syringe. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an unintended rate change observed during a syringe pump infusion. The incident occurred in the cardiac operating room during an administration of norepinephrine, 4mg (4ml) in 40 ml and 10 ml normal saline. The total volume of medication was 50ml, administered in a 60ml rami syringe. It was reported that a "sudden fluctuation" was observed while the norepinephrine was infusing at it's ordered rate of 0.1 mcg/kg/min. The rate changed without any manipulation to the pump. As result of the unintended rate change, the patient's systolic blood pressure increased from 90mmhg to 180mmhg. Anesthesia drugs were administered to treat the hypertensive episode. It was reported that the norepinephrine was programmed as a "basic configuration" and not programmed using the drug library. Although requested, no patient information was provided.